Manufacturer narrative:
The device is not expected to be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported in a facebook comment that they were hospitalized three times while using omnipod therapy. They noted that their white blood cell count was elevated but did not provide any additional information regarding diagnosis or treatment. No further details could be obtained as no contact information was provided. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.